Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed via remote transmission. The patient was asymptomatic. Review of the stored electrograms confirmed the presence of oversensing. Programming changes were made. The patient will continue to be monitored via remote transmission.